Event description:
It was reported that during use of the device, the temp was off more than what was allowed according to specs. No adverse consequences were associated with this issue.

Manufacturer narrative:
This complaint could not be confirmed. The device was returned for investigation. All tests were performed with no issues. This report is being submitted to the FDA as a result of a retrospective review of product complaints.